Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Product investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned that the tip of the quickset tprd hex scdr u-joint is remain attached to a unknown broken screw. The broken fragments were not returned for evaluation. The functional tests revealed that after an excessive amount of force was applied, the devices could not be disassembled. The observed condition of the device may be consistent with a component failure resulting from exposure to unintended forces, such as overtightening during assembly or the assembly of the devices in a misaligned position. However, based on the available information and the fact that the attachment area of the involved devices could not be examined due to their jammed condition, the potential cause cannot be established. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the unknown screw would have contributed to a device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the pivoting hex driver cold welded into to top of a screw and won't come off. During manufacturer's preliminary investigation of the returned device it was identified that an unknown screw is broken and jammed with the quickset tprd hex scdr u-joint.